Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had no image and would not fluoro during a case. The 9600 system had to be rebooted and the procedure was completed. No patient injury was reported.